Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator was inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found the lock of the expiratory filter was loose. The se tightened the lock which resolved the issue.